Event description:
Consumer reported found from this box only 30 pen needles that broke off into different injection sites. Stomach leg and arm. Wife able to remove the needle with a tweezer each time. Denied reuse of needles. Does not pinch up site. Before this box always used the bd 8mm pen needles. Dc lot # 2333537 catalog# 320550 date of event unknown date of event 04.29.2029 sample status awaiting sample unused from this box

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. 15 pen needles were affected by this event. Correction to: d3 (country type and country), h6 (component code, type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.